Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable is over 2 years old and is at end of life. It was also noted that the heart wire connector negative locking wheel was broken off, the case halves were separating, and case halves were discolored. Bench testing revealed that continuity tests passed, no intermittent connection was found when cable was bent or manipulated, connections were not shorting out between themselves. (B)(4).